Event description:
Rayner intraocular lenses limited received notification from the finnish distributor of an event that occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided sates "...the blue tip of the plunger did not fit the nozzle of the injector, but was repeatedly bent to the loading bay". For further information please refer to rayner's MDR 9611165-2014-00069.

Manufacturer narrative:
The first step in the injector loading section of the IFU states "...fully retract the plunger ensuring that the soft tip does not protrude into the loading bay. Do not advance the plunger prior to loading the lens". The information received from the distributor suggests that the plunger was depressed more than one prior to the lens being loaded in the injector. This is a direct deviation from the instructions provided by rayner.